Event description:
During preparation for a procedure, the penumbra system 3max reperfusion catheter was slightly crimped when taken out of the package. The physician attempted to use the catheter; however, a soitaire could not pass through it. The physician then used a velocity to complete the procedure with no reported adverse effect on the patient.

Manufacturer narrative:
Result: the 3max catheter is kinked/pinched approximately 29.0 cm from the hub. Conclusion: the device was returned for analysis and has been evaluated. The complaint indicates that the 3max catheter was damaged out of the box. It also states that the product was used in the patient after the damage was noted but was not functional. Evaluation of the returned device confirmed a kink in the 3max catheter approximately 29.0 cm from the hub. This damage was likely related to improper handling of the product during removal from the packaging or preparation for use. These devices are 100% visually inspected for damage during packaging. The IFU for this device states that damaged devices should not be used. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.